Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The nurse was also a reporter. This information was inadvertently not specified in the initial report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis, manifested by peritoneal cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis included intraperitoneal (ip) cefazolin and ceftazine (once daily for 14 days, doses not reported). The patient was recovering from the peritonitis and the treatment with antibiotics was ongoing at the time of this report. The pd therapy was ongoing. Additional information was requested and was not available at this time.